Event description:
The rptr performed a blood glucose test on his surestep meter and got a result of 96 mg/dl. He then tested on his elite meter and got a result of 122 mg/dl. He used the same fingerstick for both tests. Rptr performed another test on his surestep and got results of 126 and 118 mg/dl. He was not sure whether he used the same fingerstick or not. His control solution test was within range 127. Rptr ran more tests and got results of 138, 128 and 143 mg/dl on surestep and 141, 139 and 137 mg/dl on elite. Control solution test result was within range 128 (98-147).